Event description:
The procedure was to treat a heavily tortuous, heavily calcified, 95% stenosed, de novo lesion that was very tight in the mid right coronary artery (mrca). Pre-dilatation was performed with a 1.5 x 8 mm balloon at 12 and 14 atmospheres (atm) and the xience prime 3.0 x 38 mm was deployed. Post implant a proximal edge dissection was observed. Another xience prime 3.0 x 15 mm was deployed to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.